Manufacturer narrative:
Our product evaluation laboratory received one model 830515f catheter. The balloon was inflated with 4ml of di water and the balloon inflated concentric and did not leak; however, the balloon could not deflate completely after 80 seconds. The balloon deflation time with water was determined to be out of specification. The product was sent for further testing. An additional evaluation was performed by engineering. The balloon was inflated with 4.0ml of water and the balloon inflated concentric. The balloon leaked a small amount of fluid, and then stopped completely. The balloon was left for 180 seconds and still had not deflated. The balloon deflation time with water was confirmed to be out of specification. Additionally, it was noted that the balloon had particulate floating on the inside. The proximal windings were removed and the balloon latex was inverted to show the nylon yarn under the balloon latex. An unknown crystal was found filling up the gaps between the braided nylon yarn. The crystal appeared to restrict the inflation lumen. The nylon yarn was removed to show the coil under the yarn. The gap between the coils was measured to be 0.0025 inches, which was noted to be on the low side of specification. Also, the gap was not consistent on the whole exposed section. There was no measurable gap for more than half the length. No visible damage or inconsistency was found from the catheter body. The unknown crystal and the particulate were sent for chemistry analysis. Per the chemistry analysis, there were two main observations: the presence of cellulose and the presence of a material suspected to be talc. Ir spectrum of the particulate showed similar absorption characteristics when comparing to cellulose and talc like material. Eds detected silicon, magnesium, sodium, sulfur, chloride, calcium, potassium, iron, aluminum, and phosphorus from the unknown substances. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "balloon could not be deflated" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint, including if any of the substances found in the chemistry analysis are found in the manufacturing process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. The IFU cautions that with balloon inflation volumes above 4 ml, in vitro laboratory tests indicated that there is a potential risk of balloon fragmentation with attendant loss of latex material. Inflation of the balloon is associated with a feeling of resistance. If no resistance is encountered and the balloon is not visualized with injection of the angiographic solution, it should be assumed that the balloon has a leak or has ruptured. Inflation should be discontinued and the catheter withdrawn immediately. As with all catheterization procedures, complications may occur. Perforation, arteriovenous fistula formation, plaque dissection, catheter tip separation, rhythm disturbances, infection, ductus arteriosus rupture, laceration of the atrioventricular valves, balloon fragment embolization, and failure of balloon deflation have all been reported incidental to the use of atrioseptostomy catheters. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. A device history record review has been initiated to ensure that the device met all specifications upon distribution. Upon the return of the product and completion of the device history record review, a supplemental report will be sent with the investigation results.

Event description:
It was reported that during use of a miller balloon atrioseptostomy catheter, the balloon could not be deflated. The syringe was attached to the gate valve during the deflation attempt. The device had been tested prior to insertion. There was no vessel injury and no patient injury. Patient demographics were not available.

Manufacturer narrative:
Reference CAPA-20-00141.